Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a vent fail occurred during use. There was no patient injury reported.

Event description:
It was reported that a vent fail occurred during use. There was no patient injury reported.

Manufacturer narrative:
The investigation was performed based on the given information and the electronic log file. The reported problem could be reproduced by means of the information stored in the log. On (B)(6) 2025, at 14:22:10, the device detected a deviation from the expected ventilator piston position and reacted as specified for this scenario by shutting down automatic ventilation and generating a visible and audible ventilator fail alarm. The case was continued in manual ventilation mode until 14:43. 3 days after the event, the device was booted and the subsequent power on self test passed without failures. The exact root cause could not be determined. However, dräger has received earlier complaints of the same nature in isolated numbers. Evaluation of these revealed that wear-and-tear related damages of the motor's carbon brushes had resulted in contact interrupts between the carbon brushes and the collector during motor operation; speed fluctuations will be the consequence. The speed fluctuations result in a deviation between measured and expected piston position. The piston hub defines the applied tidal volume and thus, to prevent from potentially hazardous output and/or from damages to the ventilator unit, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm when the speed fluctuations exceed a certain threshold. The device design ensures that manual ventilation with the built-in breathing bag including gas dosage will be further possible - this allows at least the bridging of patient support until a replacement device can be introduced. The particular event is considered an isolated case. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.